Manufacturer narrative:
The m5 hand-piece was returned for analysis. Initial inspection could not verify the reported event of device overheating. The pre-temperature test could not be performed. The initial inspection indicated that the hp was not working at all. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an endoscopic sinus surgery (ess) procedure the shaver did not work and the hand-piece slightly heated. The procedure was completed with backup product(s). There was no patient impact or injury.

Manufacturer narrative:
The product analysis indicates there was rust, dirt, and deterioration of the rock lever, motor and bearing. The device was cleaned. Some consumable parts including motor cable assembly, rock lever, and bearing were replaced. The device was successfully tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.